Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to low blood glucose of 23mg/dl. Troubleshooting was performed, and the programming was correct, as well the time, basal rates and bolus history. The reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that he did not over bolused to treat his high blood glucose. The caller mentioned that the health care professional did make changes to the basal rate after the fact. No further information was provided.